Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had the spectra malleable penile prosthesis replaced with a inflatable penile prosthesis due to patient dissatisfaction from pain and pressure on the glans. No further patient complications were reported in relation to this event.